Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was stapling across the large vessel in a laparoscopic lobectomy, the device was unable to fire. This event caused the central staple line to be incomplete. The surgeon used clips to resolve the incomplete staple line. It was noted that the staples looked larger in size than the tan load. It was also noted that the knife blade did not cut through the tissue. Replaced by another device to complete the case. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Properly formed staples were noted still in the cartridge up to the 1 cm line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.